Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst right before inflating from the nominal pressure to rated pressure. The procedure was completed with this device. There were no patient complications reported and the patient condition was good. It was further reported that the target lesion was moderately tortuous and moderately calcified with 70% stenosis. The balloon was ruptured during second inflation at 14 atmospheres for 20 seconds and was completely removed from the patient by withdrawal.

Manufacturer narrative:
Device evaluated by MFR.: mustang 8.0 x 40, 75cm was received for analysis. A visual examination of balloon/markerbands identified that was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal balloon bond and extending proximally across the balloon material for approximately 33mm. As per mustang specification, the rated burst pressure for this device is 20 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst right before inflating from the nominal pressure to rated pressure. The procedure was completed with this device. There were no patient complications reported and the patient condition was good. It was further reported that the target lesion was moderately tortuous and moderately calcified with 70% stenosis. The balloon was ruptured during second inflation at 14 atmospheres for 20 seconds and was completely removed from the patient by withdrawal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst right before inflating from the nominal pressure to rated pressure. The procedure was completed with this device. There were no patient complications reported and the patient condition was good.